Event description:
It was reported that the head for 1 of 2 pins was broken during impacting. The head of the pin was removed from the patient body, and the procedure was completed.

Manufacturer narrative:
The investigation determined the root cause of the event to be repeated overloading of the pins by impaction and extraction which is the intended use of the instrument. A CAPA was initiated in 2003 to address the failure of the pin heads during impaction and extraction. An ecn, implemented 9-feb-2006, modified the design of the device to remove the heads of the captive pins. The subject device was manufactured prior to these corrective actions. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the head for 1 of 2 pins was broken during impacting. The head of the pin was removed from the patient body, and the procedure was completed.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.